Event description:
It was reported that noise was noted on the ventricular channel. The noise was not reproducible through isometrics and other exercises. No intervention was performed. The patient was asymptomatic and will continue to be monitored via remote transmission.